Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a problem with her reservoir and high blood glucose the day prior. Her blood glucose was 549 mg/dl, said that she had to go to the emergency took and was wearing the pump. The customer said that she took the reservoir out and there was a large bubble. She stated that she changed the reservoir but declined troubleshooting for her high blood glucose. She said that she contacted her doctor who had her do a manual injection. The pump will not be returning for analysis.